Manufacturer narrative:
During logfile-analysis the described restart of the ventilation unit on (B)(6) was confirmed. According to the logfiles a temporary deviation within the pba m16.2 was seen, as a precautionary measure the pba m16.2 was replaced and analysed. No deviation was found. If the safety software of the device detects a deviation concerning the ventilation unit v500 a restart is triggered. This restart persists for about eight seconds, during which the emergency-breathing valve opens to ambient allowing for spontaneous breathing. Audible alarms are posted. It was not possible to find the root cause for restart of the ventilation unit. After performing the mandatory tests according to manufacturer standards and a precautionary running test the device can be put back into use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator restarted at around 6 pm. No injury reported.